Event description:
It was reported by service report that the comm cord was damaged and all bed communications to the nurse station were affected. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: communication cord.